Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that the patient underwent an ion-assisted lung biopsy procedure and developed a pneumothorax; no chest tube was placed; however, the patient was observed for about 24 hours. The target lesion was described as a very small peripheral nodule. The patient was placed under observation and reportedly did well. According to the physician, the pneumothorax was not considered related to the catheter or other equipment.